Event description:
It was reported that the bd luer-lok¿ tip syringe barrel was cracked when removing it from the packaging. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the barrel was cracked when opened. Potential lot number:23al100, 23a2400, 23b0700".

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 9614033-2023-00095 was sent in error. Damaged / deformed product - device is operable (associated defect could occur during use...ie¿cracked syringe) is not considered to be a reportable malfunction. MFR#: 9614033-2023-00095 is void as a result.

Event description:
It was reported that the bd luer-lok¿ tip syringe barrel was cracked when removing it from the packaging. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the barrel was cracked when opened. Potential lot number:23al100, 23a2400, 23b0700"

Manufacturer narrative:
D.4. The reported lot#s 23al100, 23a2400, 23b0700 were not found for the reported catalog# 309604. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: sample and photos received by our quality team for investigation. Through visual evaluation, cracked barrel is observed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the teams investigation, possible root cause is associated with jamming in conveyor belts. Verification and adjustments will be implemented. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.